Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil had perforated her uterus/ hysteroscopy revealed on right side trailing coils not visible"), device expulsion ("right essure coil had perforated her uterus/ hysteroscopy revealed on right side trailing coils not visible/migration of essure device -location of device :uterus") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2011), vaginal delivery and skin cancer. Concurrent conditions included pelvic discomfort, uterine pain, dysfunctional uterine haemorrhage, cramp in lower abdomen, spotting vaginal and ovarian cyst. Concomitant products included anovlar (loestrin), etonogestrel, ibuprofen and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia/apareunia (unable to have sexual intercourse)"), syncope ("vasovagal syncope") and cervicitis ("acute and chronic endocervicitis"). On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia "). On (B)(6) 2012, the patient experienced back pain ("severe lower back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia -pain during intercourse") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient experienced vaginal cyst ("vaginal lump"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2012, the patient experienced emotional distress ("emotional anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), menstruation irregular ("irregular bleeding") and abdominal pain lower ("rlq pain"). The patient was treated with surgery (underwent bilateral salpingectomy and hysterectomy) and surgery ((B)(6) 2013 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, procedural pain, dyspareunia, dysgeusia, vaginal haemorrhage, female sexual dysfunction, emotional distress, dysmenorrhoea, fatigue, syncope, ovarian cyst, menorrhagia, vaginal cyst, cervicitis, menstruation irregular and abdominal pain lower outcome was unknown and the back pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cervicitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, procedural pain, syncope, uterine perforation, vaginal cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: uterine cavity to look at the trailing coils within the uterine cavity. Pelvic pain due to essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2013, pathology test final pathology disgnosis : benign uterine cervix with acute and chronic endocervicitis endometrium: proliferative endometrium or malignancy, ill. Unremarkable myometrium. Unremarkable uterine serosa and benign right and left fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic pain, abdominal pain, menorrhagia, dyspareunia, uterine perforation. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Concomitant condition, concomitant drug were added. Added event irregular bleeding, rlq pain. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil had perforated her uterus/ hysteroscopy revealed on right side trailing coils not visible"), device expulsion ("right essure coil had perforated her uterus/ hysteroscopy revealed on right side trailing coils not visible") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2011), vaginal delivery and skin cancer. Concurrent conditions included pelvic discomfort, uterine pain, dysfunctional uterine haemorrhage, cramp in lower abdomen and spotting vaginal. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced back pain ("severe lower back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia -pain during intercourse") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2012, the patient experienced emotional distress ("emotional anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), syncope ("vasovagal syncope"), ovarian cyst ("ovarian cyst"), vaginal cyst ("vaginal lump") and cervicitis ("acute and chronic endocervicitis"). The patient was treated with surgery (underwent bilateral salpingectomy and hysterectomy) and surgery (03jan2013 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, procedural pain, dyspareunia, dysgeusia, vaginal haemorrhage, female sexual dysfunction, emotional distress, dysmenorrhoea, fatigue, syncope, ovarian cyst, menorrhagia, vaginal cyst and cervicitis outcome was unknown and the back pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, back pain, cervicitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, procedural pain, syncope, uterine perforation, vaginal cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: uterine cavity to look at the trailing coils within the uterine cavity. Pelvic pain due to essure placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. On (B)(6) 2013, pathology test final pathology disgnosis : benign uterine cervix with acute and chronic endocervicitis endometrium: proliferative endometrium or malignancy, ill. Unremarkable myometrium. Unremarkable uterine serosa and benign right and left fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain,abdominal pain,menorrhagia,dyspareunia, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. The event abnormal vaginal bleeding, apareunia, emotional anguish, dysmenorrhea, fatigue, vasovagal syncope, vaginal pain, pain, ovarian cyst, device dislocation, menorrhagia, vaginal lump, acute and chronic endocervicitis added from pfs on (B)(6) 2018: medical records received. Concurrent condition,concomitant medication,treatment drug added. Reporters and lab data added. On (B)(6) 2018: reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil had perforated her uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), back pain ("severe lower back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (underwent bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, procedural pain, back pain, abdominal pain, dyspareunia and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, genital haemorrhage, procedural pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.